Event description:
Fracture of the catheter very close to the proximal tip. The catheter migrated into the pulmonary artery. Catheter was removed from the pulmonary artery using a retriever loop. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). One mini titanium vital port was received with a catheter lock and two segments of catheter (approx 1.0 cm and approx 51.5 cm). The 1.0 cm catheter segment was attached to the port body along with the catheter lock. The catheter was connected in accordance with IFU guidelines. A dimensional verification was performed on the inner and outer diameter of the catheter tubing, the outer diameter of the port body's outlet tube, and the outer diameter of the bump on the outlet tube. All dimensions met the acceptance criteria of the relevant drawing. Visual inspection confirmed that the suture holes were unused. A visual inspection of the broken ends of the catheter was performed under magnification. Some burnishing and wear was noted on the outer diameter of the catheter, and jagged markings were observed at the site of the fracture. Due to the presence of burnishing on the catheter, the catheter fracture was likely caused by friction on the catheter's surface. The unused suture holes could influence the amount of force exerted on the catheter, as the port body could float within the body. There is no evidence of mfg nonconformity. The customer is encouraged to review the implantation instructions in the IFU. Proper implantation technique lowers the risk of a catheter fracture or adverse event.